Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(6).

Event description:
The companion 2 driver was not supporting a patient. While performing a routine evaluation, a syncardia technician reported that the companion 2 driver functional test results were outside of the acceptance criteria.

Manufacturer narrative:
During investigational testing, the driver parameters were set to the parameters used at the time of reported issue. The left driveline pressure was consistently lower than the set point, which triggered the left pressure incorrect alarms, aligning with the reported issue during routine evaluation. The root cause of the left driveline pressure being out of specification was determined to be cause by a malfunction of the left electronic pressure regulator. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4776 follow-up report 1.